Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the most current patient status? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? If medication was required, please clarify if it was prescription strength. Was there any alleged deficiency with the device? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a perineal laceration suture surgery on an unknown date and suture was used. At 05:17, the patient delivered a baby boy through vaginal gluteal traction. The amniotic fluid was clear and the skin was sutured cosmetically. Routine postpartum care was given. The patient was discharged 2 days later. Post-op, on (B)(6) 2024, on the fifth day after discharge, the patient came to the hospital for treatment due to pain in the perineal wound. The perineal wound was not dehiscent, but there were 3 places where the suture was exposed. The exposed suture was cleaned and potassium permanganate tablets were mixed with liquid to clean the vulvar wound twice a day. Additional information was requested.